Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent and prolonged low blood glucose events after starting a new pain medication taken multiple times per day while using the ilet bionic pancreas, including an overnight episode that briefly corrected then fell below 70 mg/dl. The user expressed concern about the device¿s adaptation and was advised to consult a healthcare professional and consider a full reset to enable relearning if medication effects are significant. Symptoms included awareness of hypoglycemia and discomfort. Outcomes included self-treatment with oral glucose and food, with no hospitalization or emergency care. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia in the context of new concomitant medication. It was concluded that the event is consistent with hypoglycemia of unclear cause and that the device is continuing to learn and adapt as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.